Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system locked up with both monitors blank during a case. No pt injury was reported.